Event description:
The customer reported broken/damaged door hinge. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 03/07/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record was performed for the (B)(6) which confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken/damaged door hinge. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken/damaged door hinge. There was no patient involvement.